Manufacturer narrative:
Due to character limitations in e1 - event site name - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use, the cardiosave intra-aortic balloon pump (iabp) displayed characters with faults on the screen when starting up the equipment. There was no harm or injury.

Event description:
It was reported by the customer that during use, the cardiosave intra-aortic balloon pump (iabp) displayed characters with faults on the screen when starting up the equipment. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, b5, b6, b8, d9, g1, g3, g6, h2, h3, h6 (investigation type, investigation findings, investigation conclusion), h11. It was reported that during the inspection cs100 intra aortic balloon pump (iabp) had some characters with faults on the display. There was no patient involvement or adverse event reported. A getinge field service engineer (fse) was dispatched to inspect the unit. The fse opened the display and cleaned the board¿s contact terminals. Following this procedure, the equipment functioned normally and completed over two hours of cycling without any abnormalities. The unit was released for clinical use.

Event description:
It was reported that during the inspection cs100 intra aortic balloon pump (iabp) had some characters with faults on the display. There was no patient involvement or adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b5, d10, h6 (health effect ¿ impact codes, investigation conclusions).